Event description:
It was reported that the usb port was loose when connecting the charger. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from customer technical support, and no additional corrective actions were taken as the pump is currently out of warranty and in the process of renewal.